Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy, they connected the device to the reload, then the surgeon tried to fire the device, however could not. Replaced by new reload, and connected to the same instrument, however the same event occurred. Replaced by another new reload with a different lot no. And connected to the same instrument, and the firing was successful. The surgical time was extended by less than 30 min.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.